Event description:
It was reported that technical services (ts) was contacted about the field representative regarding potential loss of capture on the cardiac resynchronization therapy defibrillator (crt-d) left ventricular (lv) channel. Ts reviewed the episode and informed that the loss of capture occurred while the left ventricular automatic threshold (lvat) test was determining the threshold. The crt-d system remains in service. No adverse patient effects were reported.